Event description:
It was reported that the pacemaker showed increased capture thresholds. The device was explanted and replaced. There were no patient consequences.

Event description:
Further information received notes that high capture threshold was believed to be caused by the atrial lead rather than the pacemaker. The lead was left implanted and in use.

Manufacturer narrative:
Correction: further information received notes that high capture threshold was believed to be caused by the atrial lead rather than the pacemaker. D4, h6, h1, h4 updated.